Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased from a fill estimate of over 120 units (+120u) to a fill estimate of over 60 units (+60u). Reportedly, the cartridge was filled with 120 units of insulin. Blood glucose level was 384 mg/dl.